Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, the resolution 360 clip failed to fully detach from catheter and control wire after being locked in place and the clip was then eventually removed by physician, resulting in a prolonged procedure. There were no patient complications reported as a result of this event. Note: this report pertains to the second of three clips used.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.